Event description:
Device 2 of 3: reference MFR report: 1627487-2013-06382, reference MFR report: 1627487-2013-06384. It was reported, the pt's ipg has moved from the original location and the pt is considering having her ipg removed. An sjm representative contacted the pt and she stated that she has not used or charged her ipg in over a year because, it was not provided her with effective stimulation. The ipg no longer communicates with the charger. It was also reported, the pt feels swelling at the left occipital (off-label) lead implant site. Additionally, the pt experiences a jolting/pinching sensation when she moves her head and the stimulation is turned off. The pt was advised to consult with her primary care physician. Surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.